Event description:
A malfunction was reported on the customer's pump, specifically malfunction code 12, which had occurred at least three times previously. There was no reported impact on the customer's blood glucose level, as it remained within normal limits. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.